Manufacturer narrative:
H3: customer report of stenosis was confirmed through observed host tissue overgrowth. Moderate host tissue overgrowth encroached onto the tissue and into the orifice at the greatest distance of approximately 5mm on leaflet 3 at the inflow aspect and 4mm on leaflet 2 at the outflow aspect. Host tissue overgrowth on the stent circumference was moderate at the outflow aspect. All three leaflets were thickened and swollen along the free margins near the commissures. Host tissue overgrowth and thickened leaflets restricted leaflet mobility and led to stenosis. The x-ray demonstrated the wireform and cocr band remained intact; the vfit cocr alloy band was not expanded. Serrated mechanical damage marks were observed on the outflow surfaces of all three leaflets. Sewing ring cloth was cut around commissure 1 and exposed the metal band underneath. Wireform was exposed on commissure 2 and around leaflet 3 on the outflow aspect. Multiple sutures remained attached to the sewing ring around leaflet 2. Updated sections: d4 expiration date, g3, g6, h2, h3, h4, h6 device code(s), type of investigation, investigation findings, and investigation conclusions. The device history record was reviewed and shows that this device met all manufacturing specifications for product release prior to distribution. No issues were identified that would have impacted this event. Pannus overgrowth, or host tissue, is considered to be a form of non-structural valve dysfunction. The growth of host tissue on the sewing ring is expected and is a natural part of the healing reaction to prosthesis implantation. Pannus can have both beneficial and harmful effects depending on the amount of growth. A small amount of host tissue growth over the suture line is needed to form a non-thrombogenic surface and complete the healing process after valve implantation. In contrast, if there is an excessive amount of pannus growth, it can extend onto the cusp surfaces leading to thickening of the cusps, leaflet immobility, elevated gradients, and stenosis. Host tissue growth can also contribute to cusp retraction or curling resulting in valvular regurgitation. Tissue degeneration-related structural deterioration, either calcific or non-calcific, are common chronic failure modes for this type of bioprosthetic heart valve. Operational mechanical stress and biological factors are generally believed to be the major contributors to the non-calcific bioprosthetic tissue degeneration. Structural valve deterioration (svd) can, and typically does, lead to chronic central leaks over a period of time. Svd is the most common reason for bioprosthesis explant and encompasses multiple failure modes, including calcification, noncalcific degeneration, dehiscence, cusp thickening or fibrosis, or a combination of these. Such failure modes may occur singularly or concomitantly. Through further investigation, it was determined that the root cause of this event was most likely due to patient related factors.

Manufacturer narrative:
The device was returned and product evaluation is ongoing. The investigation is still in progress; therefore, a conclusion has yet to be established. A supplemental report will be submitted accordingly upon investigation completion. Edwards will continue to review and monitor all reported events. Trends are monitored on a monthly basis and if action is required, appropriate investigation will be performed.

Event description:
Edwards received information that a patient with a 23mm 11500 pericardial aortic valve implanted three (3) years and eleven (11) months, was explanted due to aortic stenosis. The device was explanted and replaced with a 23mm non-edwards device with no patient adverse event reported. The patient status was reported as "under treatment".